Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, a curved opening on posterior, fold creases, red particles on the shell and gel, wear abrasion, and fold creases. A microscopic analysis was performed which identified: a crease sharp opening on posterior and non-penetrating nick on posterior. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.